Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient was hospitalised (specific date and duration not reported) for IV antibiotic administration.